Event description:
It was reported to the manufacturer by the end user, per the end user, "cna found pt, on ground, pt reported they were attempting to transfer from wheelchair to bed. Pt reports bed slipped out from under him and he landed on his knees." The facility performed an x-ray on the left knee due to pain and it was negative for injury. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.